Event description:
It was reported by the customer that a pyxis medstation es system unable to pull out the medication. The customer stated that they did not have access to remove medication and they also want to know whom to reach out for the user access. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull out the medication, as the user was unaware of functionality. A technical support specialist reviewed the medication ID (B)(4), found that it belongs to the respiratory security group and it is located in mcms_tower door 1 (pkt 23). Also noticed that there are non-controlled medications in mcms_tower door 1 in the inventory. The technical support specialist guided that the user will need access to other security groups to access the tower and provided resolution as the enterprise system users, managers have the specific access to the tower. The system functioned as intended.